Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the sales representative that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and when the iab was introduced into the sheath, it became stuck. The md could not remove the iab from the sheath and as a result, the iab was removed along with the sheath as one unit. The md used another iab to complete the insertion. There were no reported pt complications.